Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The target lesion was 90% stenosed and located in the severely calcified and severely tortuous mid rca (right coronary artery). The lesion was pre-dilated using a 2.5 mm balloon and the 3.5x16mm taxus liberte stent delivery system was advanced to the lesion, but was unable to cross the lesion. The physician attempted another manufacturer's micro catheter, but the delivery system was unable to cross the lesion. The delivery system was removed from the pt and the physician noted that the distal edge of the stent was flared. The procedure was completed with another manufacturer's bare metal stent. There were no pt complication and the pt was reported to be good post procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).